Event description:
It was reported that the cartridge was leaking from the cartridge o-ring. . Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Manual insulin injections were administered to address elevated bg level. Customer loaded a new cartridge to address the issue.